Manufacturer narrative:
A review of the manufacturing documentation associated with lot (35235041) presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the edge of the angioguard body cannot be fully recessed into the recovery catheter, and the angioguard body is slightly detached from the angioguard bone. There was no reported patient injury. The device will not be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections d10, g4, g7 and h2 have been updated accordingly. This device is available for analysis but the engineering report is not yet available.  However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections g4, g7, h2, h3 and h6 have been updated accordingly. The edge of the angioguard body cannot be fully recessed into the recovery catheter, and the angioguard body is slightly detached from the angioguard bone. There was no reported patient injury. The device was returned for analysis. One non-sterile unit of a product angioguard rx ¿rx/5mm basket diameter/180cm¿ was received inside of a clear plastic bag. The device was unpacked in order to perform the visual evaluation. Per visual analysis, the returned components are the capture sheath, the ecgw system and the delivery sheath. The ecgw system was received zipped. The rest of the components were not returned. The basket filter was already deployed. No other damages or anomalies were observed on the device. Functional analysis was performed however, no capture could be performed due the condition of the polyurethane membrane. Microscopical analysis was performed to review this condition. Per microscopic analysis, the unit was observed under the vision system and the polyurethane membrane could not be re-enter on the sheath due to the form of the membrane that imped the entry on the sheath. The nitinol struts of the basket were found with no damages. Neither compressions nor distortions were observed on the unit. A product history record (phr) review of lot 35235041 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system - capture difficulty - unable to¿ was confirmed, since the functional analysis could not be properly performed due to the condition observed on the polyurethane membrane. Exact cause of reported event could not be conclusively determined during the analysis. Handling and or procedural factors such as vessel characteristics (although unknown), may have contributed to the reported event. The capture sheath is designed to not fully constrain the filter basket to preclude extrusion of captured material. According to the instructions for use, which is not intended as a mitigation of risk ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.

Manufacturer narrative:
After further review of additional information received the following sections PMA/510k, if follow-up, what type and adverse event problem have been updated accordingly. The edge of the angioguard body cannot be fully recessed into the recovery catheter, and the angioguard body is slightly detached from the angioguard rib. There was no reported patient injury. The product was not returned for analysis. A product history record (phr) review of lot 35235041 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿capture system capture difficulty - unable to¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown, may have contributed to the reported event. The capture sheath is designed to not fully constrain the filter basket to preclude extrusion of captured material. According to the instructions for use, which is not intended as a mitigation of risk ¿load the capture sheath over the proximal end of the angioguard rx emboli capture guidewire. Grasp the guidewire proximally as it exits the rx port and advance the capture sheath through the open hemostasis valve. Continue to advance the capture sheath until the distal capture sheath marker band is adjacent to the proximal filter basket marker band. This collapses the filter basket. Using fluoroscopy, confirm filter basket closure by ensuring reduction of diameter of the radiopaque strut marker bands. Note: the emboli that have been captured may not allow the angioguard rx emboli capture guidewire to reach its initial low profile. Open the hemostasis valve to allow the angioguard rx emboli capture guidewire free movement and reduce the likelihood of damage during removal. Remove the device by simultaneously pulling the guidewire and capture sheath through the guiding catheter or interventional sheath introducer, and out of the hemostasis valve as a single unit. Care should be taken when pulling the basket through the open hemostasis valve, to avoid potential release of captured emboli.¿ neither the phr nor the very limited information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.